Manufacturer narrative:
(B)(4). Batch #: u5al8e. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vat lung cancer surgery, after firing, the knife moved to the distal end, but could not return automatically. The knife reverse button would not work. Used the manual override lever to return the knife. There were no adverse consequences to the patient. No additional information can be provided.